Manufacturer narrative:
On 26-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent an afib ¿ paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and a spline detachment occurred and the spline became dislodged in one of the patient¿s leg arteries. It was reported that the pentaray catheter became stuck in the patient's replacement (non-native) mitral valve. When the physician pulled on the catheter to remove it, one of the splines became detached, the spline then traveled and became lodged in a leg artery. The physician determined that the spline did not need to be retrieved. There was no valve damage and no patient complications. The catheter was exchanged with another pentaray to continue the procedure. Additional information received indicated the physician¿s opinion on the cause of this adverse event is that it was patient condition related. The physician removed the catheter from the valve and removed the catheter from the patient. The catheter did not cause any damage and the patient fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. The patient has prosthetic mitral valve.

Manufacturer narrative:
It was reported that a female patient (175 pounds) underwent an afib ¿ paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and a spline detachment occurred and the spline became dislodged in one of the patient¿s leg arteries. The physician removed the catheter from the valve and removed the catheter from the patient. The catheter did not cause any damage and the patient fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned pentaray nav high-density mapping eco catheter device revealed that the c spline of the device was separated from the tip. The root cause of the adverse event and damage observed in the device have been attributed to the failure to comply with the contraindications of this device contained in the instructions for use. It should be noted that product failure is multifactorial. The instructions for use contain the following contraindication: do not use pentaray¿catheters in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection. A manufacturing record evaluation was performed for the finished device 30670543l, and no internal action was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(6)